Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, increased capture threshold and oversensing was observed. Lead was explanted and replaced. Patient's condition was fine.